Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on (23-june-2020). Visual analysis of the photographs identified an extended opening is observed on the posterior side of the device. Device patch with lot (or catalog) number it is not possible to see the batch number and catalog of the device due to the quality of the photos. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device has been explanted. This record is for the left side.